Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Lip caught [lip injury]. Lip pain [lip pain]. Head was pretty loose, pain when brushing because my lip would get caught in between [injury associated with device]. Head of brush head was pretty loose [device connection issue]. Head of brush head fell off / head of brush head not properly attached [device breakage]. Case description: a female consumer of unspecified age reported spontaneously via e-mail on (B)(6)2017 that 2 weeks ago she grabbed a new oral-b precision clean brushhead and the head of the brush head was pretty loose; she regularly had pain when brushing because her lip would get caught in between. On (B)(6)2017, the head of the brush head fell off, and the consumer stated that it seemed to her that the head was not properly attached. The consumer had used oral-b brush heads for years. The case outcome was unknown. Treatment details: unknown. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. No further information was provided. 15-aug-2017 received consumer relations clarification: it was reported that the consumer had tried the scratch test and the brush heads passed. No further information was provided.

Manufacturer narrative:
12-oct-2017 product investigation results: reporter returned an unspecified number of toothbrush heads on 05-sep-2017. Toothbrush heads confirmed to be counterfeit.

Event description:
Lip caught [lip injury]. Lip pain [lip pain]. Head was pretty loose, pain when brushing because my lip would get caught in between [injury associated with device]. Head of brush head was pretty loose [device connection issue]. Head of brush head fell off / head of brush head not properly attached [device breakage]. Product counterfeit [product counterfeit]. Case description: a female consumer of unspecified age reported spontaneously via e-mail on (B)(6) 2017 that 2 weeks ago she grabbed a new oral-b precision clean brushhead and the head of the brush head was pretty loose; she regularly had pain when brushing because her lip would get caught in between. On (B)(6) 2017, the head of the brush head fell off, and the consumer stated that it seemed to her that the head was not properly attached. The consumer had used oral-b brush heads for years. The case outcome was unknown. Treatment details: unknown. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. No further information was provided. 15-aug-2017 received consumer relations clarification: it was reported that the consumer had tried the scratch test and the brush heads passed. No further information was provided.